Manufacturer narrative:
(B)(4), which was previously chosen on the initial medwatch, is no longer applicable and should be removed). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that would not function. It is unknown when, or in which care area, this event occurred. It is unknown if there was patient involvement during this event. However there was no report of patient injury nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "does not function" was confirmed, by service personnel, as a failure code 38. The alarm was confirmed through the alarm log on the devide. The assignable cause was determined to be damaged force-sensing resistors. The force-sensing resistors were replaced in order to correct this condition. The device was serviced on site.should additional relevant information be received, a follow-up medwatch will be submitted.